Event description:
There are times when using a ge pacs ra1000 workstation that the entire breast image, or a portion of the breast image, as sent from the ge senographe 2000d, the senographe ds and/or the senographe essential, may not be displayed in the monitor region(s). This may not be evident to the end-user as there is no visible indication on the workstation that shows if a part of the image is out of the viewing area. Although the entire image is available the user must use the pan tool to move the image around to ensure that the entire image is viewed.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be submitted when additional details become available.